Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the handswitch could not be used due to an error with the footswitch. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The inspection of the foot switch, which was replaced and returned on site, revealed severe damage. As a result, it was no longer possible to trigger radiation via the foot switch. In addition, the internal damage to the contacts and cables meant that the so-called sum signal of all switches, i.e., also the manual switch, was present and further radiation release was blocked. Therefore, no radiation could be triggered via the hand switch either. Who or what caused such damage can no longer be determined retrospectively without doubt; however, improper handling or external force are obvious. Such a defect can only be repaired by a service intervention. After replacing the foot switch, the system ran again as specified. The spare parts consumption of the affected components was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.